Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reports having their ins replaced because of "some kind of infection" which lead to the ins being "defective." The infection wouldn't go away even after taking "horse-pills" four times a day for two weeks and believes they were "tefelax" pills. The patient couldn't put their pant belts on straight, couldn't sit, couldn't put 2-pounds of pressure on it because it was too painful. No further patient complications have been reported as a result of this event.